Event description:
It was reported that a peritoneal dialysis (pd) patient encountered an increased intraperitoneal volume of 196% based off of a drain volume of 5869 ml. The treatment details show a drain was 5869ml of 3000 ml fill. The patient indicated being constipated. In a follow up, the patient verified there was no harm, intervention or adverse event associated with the overfill. The patient verified getting a new cycler from a different manufacturer. The complaint cycler is available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered an increased intraperitoneal volume of 196% based off of a drain volume of 5869 ml. The treatment details show a drain was 5869ml of 3000 ml fill. The patient indicated being constipated. In a follow up, the patient verified there was no harm, intervention or adverse event associated with the overfill. The patient verified getting a new cycler from a different manufacturer. The complaint cycler is available to return as a sample product.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered an increased intraperitoneal volume of 196% based off of a drain volume of 5869 ml. The treatment details show a drain was 5869ml of 3000 ml fill. The patient indicated being constipated. In a follow up, the patient verified there was no harm, intervention or adverse event associated with the overfill. The patient verified getting a new cycler from a different manufacturer. The complaint cycler is available to return as a sample product.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered an increased intraperitoneal volume of 196% based off of a drain volume of 5869 ml. The patient encountered a filling slowly message which occurred in fill 1 of 5. The treatment details show a drain was 5869ml of 3000 ml fill. The patient indicated being constipated. In a follow up, the patient verified there was no harm, intervention or adverse event associated with the overfill. The patient verified getting a new cycler from a different manufacturer. The complaint cycler is available to return as a sample product.

Manufacturer narrative:
Correction: b5.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior encountered damaged front panel bezel. There were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Function display check passed. Voltage check passed. Valve actuation test passed. System air leak test passed. As received treatment was performed without any failures or problems. The cycler weighed fill volume values were within tolerance for a liberty cycler. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered an increased intraperitoneal volume of 196% based off of a drain volume of 5869 ml. The treatment details show a drain was 5869ml of 3000 ml fill. The patient indicated being constipated. In a follow up, the patient verified there was no harm, intervention or adverse event associated with the overfill. The patient verified getting a new cycler from a different manufacturer. The complaint cycler is available to return as a sample product.